Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). The patient had been supported in auto mode on the lvad and fixed mode on the rvad due to the rvad never providing a fill signal. It was reported by the vad coordinator that a driver low pressure alarm was experience subsequently the patient was switched to a back up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that both the lvad and rvad pressure dropped and eventually reached zero as a consequence of the compressor not operating. The review also revealed that the driver alarmed for low pressure immediately. The driver compressor was visually examined, and it was observed that the motor brushes were severely worn, and that one of the brushes retaining springs had slipped out of position and was not holding the brush against the commutator. A corrective action was initiated by the manufacturer to further investigate into the root cause of the compressor motor issues. A review of the device history record revealed the device met all applicable quality assurance specifications upon shipment. No further information is available, the manufacturer is closing its file on this event.